Event description:
Not able to remove them - vagina [foreign body in reproductive tract]. String breaks - tampon [device breakage]. Tampons get stuck in applicator [device deployment issue]. Not being able to remove them because the string is broken - tampon [complication of device removal] . Tampon stuck in applicator when inserting [complication of device insertion]. Case narrative: consumer reported via e-mail that tampons get stuck in the applicator and the strings are breaking. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.